Event description:
A malfunction was reported on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to contact support if the issue reappears.